Event description:
It was reported that during a hand assisted laparoscopic lower anterior resection, the physician fired the device across the rectum in order to create the rectal stump. The device produced an incomplete staple line. The procedure was completed with another device. There was no patient consequence.